Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain problems in pelvic area and limbs") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 2003 and menopause. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain problems in pelvic area and limbs") and mental disorder ("mental health problems"). The patient was treated with surgery (essure and tubes removal on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pain in extremity and mental disorder outcome was unknown. The reporter considered mental disorder, pain in extremity and pelvic pain to be unrelated to essure (ess205). The reporter commented: removal of essure was performed according to patient's request. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain problems in pelvic area and limbs") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in 2003 and menopause. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain problems in pelvic area and limbs") and mental disorder ("mental health problems"). The patient was treated with surgery (essure and tubes removal on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pain in extremity and mental disorder outcome was unknown. The reporter considered mental disorder, pain in extremity and pelvic pain to be unrelated to essure (ess205). The reporter commented: removal of essure was performed according to patient's request. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.